Event description:
It was reported that during a procedure a precharge voltage error was presented on a 9800 system. Image could not be taken. No report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Identified the need to replace the b+ battery pack. Replaced b+ battery pack. The system was tested and found to be working as intended and placed back into service.